Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported accumulation of liquid and capsular contracture (baker grade iii) in the left breast, as well as bulging of the breast. Patient also reported knots, which are not device related. Healthcare professional additionally reported "suspected silicone bleeding." Device has been explanted.

Event description:
Healthcare professional additionally reported "suspected silicone bleeding." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "accumulation of liquid and capsular contracture (baker grade unknown)".

Event description:
Patient reported accumulation of liquid and capsular contracture (baker grade unknown) in the left breast, as well as bulging of the breast. Patient also reported knots, which are not device related. Device remains implanted.